Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the use of the ophthalmic viscosurgical device (ovd), white fluff was observed in the patient's eye at the 1 o'clock position. The issue was observed during implantation/application. Through follow up, we learned that everything is fine with the patient. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on: aug 26, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint samples included one opened product box, directions for use (dfu), and an activated syringe with a cannula attached placed in the blisterpack. Syringe contained approximately 0.40 ml of remaining healon solution. Based on the visual inspection of the complaint sample provided, no particulates were observed. However, the photograph provided by the customer showed a white fluff in the patient's eye which confirmed the observation described in the complaint. Based on the visual and stereomicroscopic inspection of the complaint sample, no product defect, malfunction, or non-conformity has been determined. As a product defect has not been confirmed, a probable cause has not been established. However, the product's dfu (incompatibility section) clearly explains that the appearance of cloudiness or precipitation during injection is a known phenomenon. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction. Upon further review it was noticed that section d4: device catalog number was inadvertently reported incorrect. The correct values are as follows: section d4 device catalog number: 10331014. Primary unique device identification (UDI) number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.